Manufacturer narrative:
Concomitant medical products: inflation device, unknown make or model. 0.035 wire guide, unknown make or model. Information regarding initial reporter occupation: non-healthcare professional. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. An evaluation of both photos provided were only able to confirm the lot number and product to be returned. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device; a cook quantum biliary inflation device (qbid-1) was filled with water and attached to the balloon inflation port, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated. The balloon would not hold pressure, and water was seen leaking from a pinhole in the middle of the balloon. An examination of the gold bands near the distal and proximal ends of the balloon showed no roughness. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for all possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information received indicated that negative pressure was not applied to the balloon prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observation. A contributing factor to a pinhole in the balloon material is failure to apply negative pressure to the balloon prior to advancement. The instructions for use advise the user: "while compressing the plunger lever, pull the plunger handle until vacuum is indicated on the pressure gauge. Maintain a vacuum with the handle, then release the plunger lever. The balloon dilator is now ready for placement through the accessory channel of the duodenoscope.¿ this activity will aid in balloon advancement and preservation. A leakage in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook quantum ttc biliary balloon dilator. The user advanced the device to the desired position and inflated the balloon, but the balloon was not inflated as expected. The user retracted the device from patient and found out that the balloon was broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.